Event description:
Patient felt no restriction after first 2 fills and surgeon chose to reposition port. Subsequently x-ray taken. Though leakage was not identified, physician did diagnose leakage. Surgery to explant and replace access port has occurred.